Event description:
A customer received a sensor error message on the same day while wearing the adc device and was unable to obtain readings. As a result, customer experienced confusion, severe thirst, left side weakness and was unable to self-treated. The customer further reported having contact with a healthcare professional who administered intravenous insulin (unknown type/dose) at the emergency room for the diagnosis of hyperglycemia. Another insulin injection (unknown type/dose) was administered when "customer was roomed in". In addition, customer was provided unspecified antibiotics. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.